Event description:
It was reported that during normal followup, low hvli and decreased sensing were observed. Aborted charges were noted and externalized conductors were observed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.